Event description:
It was reported by the pt that post a coronary drug eluting stenting treatment procedure, in-stent restenosis occurred. The physician implanted an taxus express2 drug eluting stent of unknown size in an unspecified location. Shortly after stent implantation, in-stent restenosis occurred and additional treatment was required. Further information has been requested, but has not been rec'd.

Manufacturer narrative:
Device analysis. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.